Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of six devices. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted: the trocar balloons, obturators, valve seals and doors appeared intact. The inflation syringes were received. Pmv performed functional testing: the trocar balloons were inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure the balloon did not inflate. They used 3 more devices, all of which had the same problem. To complete the procedure, a new device was used. There was no harm caused to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.